Event description:
The patient reported " I had my icl surgery (B)(6) 2010. I started having cloudiness in my right eye about 2 1/2 months ago and went to my doctor last week. I am (B)(6) and I now have a cataract. I feel so let down by this whole experience. I had such horrible vision before and was not a candidate for lasik. Everyday especially in contrasting light situations like when I am outside or using the computer, I am reminded about this awful let-down. I should not have to wait years until my cataract progresses to have good vision. I should be able to see and see well everyday of my life and now I cannot because of this implant. I would like to know if the company takes responsibility for this. Clearly, this product is not ready for mass use. If my lens was any other 5,000 product and failed right away any other company would take responsibility! I am hopeful yours will too. It saddens me to no end that I am now living with worse vision than when I began, it is like looking through plastic wrap I accepted there may be some issues down the road but not within a year. I am so upset. I look forward to hearing from you". On (B)(6) 2012, the patient provided a copy of the patient ID cards for both eyes. This claim is for the left eye. See MFR report# 2023826-2012-00157 for the right eye.

Manufacturer narrative:
Medical review. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the (B)(4) clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Unable to confirm. Based on the complaint history, lens work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4) - cataract, patient developed cataract. Evaluation: method - lens work order search results: a lens work order search was performed and there were no similar complaints found within work order.

Manufacturer narrative:
Evaluation method - device history review. Results: based on the investigation, it has been determined that nothing in the manufacturing of the lens was the root cause to this complaint. Several factors may play a role in cataract development (age, degree of myopia, systemic diseases, medications, surgical manipulation, etc.) Altered aqueous flow in the presence of an icl, ect.) Altered aqueous flow in the presence of an icl, ect. Clinical studies have shown that anterior sub-capsular cataracts occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. Conclusion: based on the complaint history, work order search, medical and device history reviews, the most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. (B)(4).